Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred requiring a pericardiocentesis due to a perforation in the root of left superior pulmonary vein. The ablation catheter was visible upon insertion into the sheath, however when removing the ablation catheter from the sheath only two electrodes were visible on the mapping system. After removing the ablation catheter from the sheath, the effusion was noted on ice. The patient stabilized after puncture, the ablation catheter was replaced, and the procedure was completed without further issues. It is alleged that the perforation was likely caused by scratching during left-to-right modeling with the catheter, due to the small size of the atrium.